Manufacturer narrative:
Additional information: d4 lot #, h3, h6. D4 lot #: lot s20f23088 and s20h09093 (from the photographs received for evaluation) are suspect in this event. H10: the actual devices were not available; however, photographs were provided for evaluation. The photographs were visually inspected and pull ring caps were not present on the luer connectors; three caps were identified in the box. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted on the suspect lots and there were no deviations found related to this reported condition during the manufacture of these lots. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that seven (7) homechoice cassette had no caps on the main line; further described as "the caps were loose in the sealed packaging". This was observed before use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.